Event description:
A customer reported a malfunction alarm with code 199 on a tandem pump, indicating a pump malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer support (cts) assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue arises again.